Event description:
It was reported that a signal loss occurred. An unknown time after the signal loss occurred, but on the same day, the patient experienced hyperglycemia and went to the hospital. When a fingerstick was taken the blood glucose reading was 900 mg/dl. Ketones were detected but no specific reading was reported. The patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous insulin and zofran for nausea. The patient was discharged after 4 days. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.